Event description:
It was reported that a cartridge alarm occurred, identified specifically as cartridge alarm 20. There was no adverse impact to the customer's blood glucose level. The customer was instructed to use multiple daily injections (mdi) as a backup therapy to ensure insulin delivery was not interrupted.